Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. Concomitant medical products: item number: 650-1067, item name: cer option taper adaptor, item number: 2920601. Item number: 650-1055, item name: cer biolox delta head, item number: 2909256. Item number: ep-200148, item name: active articulation e1 poly cup, item number: 236460. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03916, 0001825034-2018-03917. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to leg length discrepancy.